Manufacturer narrative:
The field service representative was unable to determine a cause. He replaced syringe seals, pinch tubings, cleaned sipper and reagent flowpaths, cleaned mix vessels and waste vessels in conjunction with performance of preventative maintenance. Ise calibration, controls and precision check were run to verify analyzer performance. All were within specifications.

Event description:
User experiencing ongoing issues with high ise results. Five pts samples were involved and the following pt results were determined to be discrepant: initial potassium gave 4.7; repeat gave 4.0 mmol per l. There was no treatment received as no erroneous results were reported.